Manufacturer narrative:
Device evaluation summary: analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that on (B)(6) 2015 examination revealed abnormal surgical site opening with evidence of pump; surgical site separation with communication to the pump pocket and pump. Clinical diagnosis was early incisional dehiscence at pain pump pocket requiring repair. Intervention included surgical revision and debridement of pump pocket and incisional site. On (B)(6) 2015 examination revealed incision site opened with evidence of pump; dehiscence of pain pump pocket with serous drainage. The patient had been treated with antibiotics since last wound separation. The patient has a history of multiple comorbidities which could be instrumental in the patient's healing factors. The relatedness was noted to be related to the procedure. On (B)(6) 2015 the pump was explanted, not replaced surgical abandonment/capped. The event was ongoing.

Event description:
Additional information later received reported that the pump was explanted not replaced surgical abandonment/capped on (B)(6) 2015 and not 1/31/2015 as previously reported.

Event description:
Additional information later received reported the outcome resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8590-1, lot# n407169, implanted: (B)(6) 2014, product type: accessory. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 17-jan-2017 from the healthcare professional (hcp) indicated the patient had a consultation due to headaches and aphasia on (B)(6) 2015. The patient's pump was explanted and on the x-ray the catheter was left in place with evidence of csf leak. The hcp could not confirm if the existing catheter was ligated but did see the sc connector piece and catheter tip via the x-ray. The operative report read device removal and antibiotic administered along with non-reservoir drugs rocephin, daptomycin and flagyl were administered for 10 days per the report. The patient improved with device removal and antibiotic administration and the patient will follow-up at the clinic for monitoring and improvement. The pump indication for use was non-malignant pain and chronic low back pain.

Event description:
It was reported a dark red area to bottom of the right side of the pump, area of great concern for potential dehiscence. On (B)(6) 2014 examination revealed abnormal area of redness on the bottom of the right side of the pump. The clinical diagnosis was noted as pump pocket erosion. The severity was noted as mild. On (B)(6) 2014 a pump pocket revision was done with the pump being tacked down with suture. The outcome was resolved without sequelae (B)(6) 2014. The pump was used to deliver sufenta, bupivacaine, and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n407169, implanted: (B)(6) 2014, product type: accessory. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).